Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The device was not returned for evaluation as it remains implanted. Imagery was provided by the complaint site. The following observations were made: the valve was under expanded with waist due to the restriction from pre-existing surgical valve. Central regurgitation was observed. Catheter or guidewire was off center or non-coaxial within the deployed valve. The complaint for central regurgitation was confirmed based on the provided imagery, and the complaint for valve leaflet tear was unable to be confirmed. A review of the device history record did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per a technical summary, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction. These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. The central regurgitation was noted after the post-dilation of the thv with non-ew device; therefore, the deployed valve could over inflated/ expanded. Which could prevent proper thv leaflets coaptation, resulting in central regurgitation. Per training manual, it is recommending to post-dilate with the same delivery system. As such, available information suggests that procedural factors (post-dilation with non-ew device) may have contributed to the reported event. As reported, "per medical opinion, the root cause of this event was that the atlas balloon damaged the valve leaflets at post-dilation." In addition, the provided imagery could not identify the valve leaflets, so the exact valve leaflet damaged was unable to be confirmed. In this case, the site was proposing the possible central regurgitation due to the valve leaflet damaged from the post-dilation with non-ew device. However, there was no relevant imagery to support it. As such, available information suggests that procedural factors (post-dilation with non-ew device) may have contributed to reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in spain, this was a case of a valve-in-valve with a 23mm sapien 3 valve inside of a deteriorated 25mm non-edwards surgical valve, in pulmonic position by transfemoral vein approach. During the procedure, the valve was successfully implanted, via dryseal 24f sheath, with good result on transthoracic echocardiogram with no gradient and minimal central pulmonary regurgitation likely due to stiff wire. It was decided to post-dilate the valve with an atlas gold 24x40 balloon to optimize the result and reduce valve waist. After post-dilating, the central pulmonary regurgitation became severe on echo and angio. Therefore, it was decided to implant a second 23mm sapien 3 valve with good result. Patient was stable after the procedure. As per medical opinion, the root cause of this event was that the atlas balloon damaged the valve leaflets during post-dilation.